Manufacturer narrative:
B3 date of event: approximated bernhard, j.-c. (2023). Implementing holep in an academic department with multiple surgeons in training: mentoring is the key for success. Society internationale d urologie journal, 4(1), 11-18.

Event description:
A study published in the society internationale d urologie journal reported the outcomes of implementing holmium laser enucleation of the prostate (holep) in an academic setting with multiple training surgeons at bordeaux pellegrin university hospital. The study included 1174 patients treated from april 2012 to october 2020, focusing on the impact of surgical mentoring on the mastery of holep. The procedure was performed in the operating room under general anesthesia or spinal anesthesia. The equipment used included a 100 w holmium: yag laser generator (lumenis), with a 550 m fiber, a 26 fr resectoscope, and a non-bsc versacut morcellator. The perioperative complication rate was 6% and 0.7% procedures required conversion to turp and op. Perioperative complications with capsular perforation occurring in 23 patients (2.0%), other complications (equipment failure, significant bleeding) in 33 patients (2.8%), and bladder injury in 15 patients (1.3%). Postoperative complications were observed in 18.6% of cases, with clavien-dindo 1-2 complications in 207 patients (17.6%) and more severe complications (clavien-dindo >=3) requiring re-intervention in 20 patients (1.7%). The blood transfusion rate was 4.4%. Notably, urinary incontinence rates at 3- and 6-months post-operation were 11.6% and 3.8%, respectively. The study highlighted the crucial role of experienced mentorship in the effective dissemination and learning of the holep technique among new surgeons. This complaint refers to the console.

Manufacturer narrative:
With all the available information, boston scientific concludes that reported complaint could not be confirmed. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of hemorrhage, incontinence, urinary, perforation and tissue damage are a known risk associated with implant of these devices as indicated in the instructions for use and risk documentation. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation. B3 date of event: approximated. Bernhard, j.-c. (2023). Implementing holep in an academic department with multiple surgeons in training: mentoring is the key for success. Societe internationale d urologie journal, 4(1), 11-18.

Event description:
A study published in the societe internationale d urologie journal reported the outcomes of implementing holmium laser enucleation of the prostate (holep) in an academic setting with multiple training surgeons at bordeaux pellegrin university hospital. The study included 1174 patients treated from april 2012 to october 2020, focusing on the impact of surgical mentoring on the mastery of holep. The procedure was performed in the operating room under general anesthesia or spinal anesthesia. The equipment used included a 100 w holmium:yag laser generator (lumenis), with a 550 m fiber, a 26 fr resectoscope, and a non-bsc versacut morcellator. The perioperative complication rate was 6% and 0.7% procedures required conversion to turp and op. Perioperative complications with capsular perforation occurring in 23 patients (2.0%), other complications (equipment failure, significant bleeding) in 33 patients (2.8%), and bladder injury in 15 patients (1.3%). Postoperative complications were observed in 18.6% of cases, with clavien-dindo 1-2 complications in 207 patients (17.6%) and more severe complications (clavien-dindo >=3) requiring re-intervention in 20 patients (1.7%). The blood transfusion rate was 4.4%. Notably, urinary incontinence rates at 3- and 6-months post-operation were 11.6% and 3.8%, respectively. The study highlighted the crucial role of experienced mentorship in the effective dissemination and learning of the holep technique among new surgeons. This complaint refers to the console.